Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive with the lvad running, however, the system was alarming with a red heart alarm. The patient has a known internal driveline fracture and was previously issued an ungrounded power module patient cable. Emergency medical services stated that the patient was deceased and they did not administer any advanced measures. The family reported the rpm's were constant, and flows showed "+++". The patient's cause of expiration was noted as acute respiratory failure. No additional information was provided. The pump was not explanted.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. Although the low flow hazard, low speed hazard, and motor stop events were confirmed through the evaluation of the submitted system controller log file, a root cause for the event could not be determined. Based on previous experience, the captured alarm events appear consistent with a potential percutaneous lead issue. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the log file was received from the customer and reviewed. The log file contained approximately 18 minutes of data and the first events showed the driveline disconnected. When the pump was connected once again there were constant low flow alarms with the pump trying to get to the fixed speed of 9400 rpm's, but never made it to that speed. The patient was on battery power at that time. A few minutes later there was one power lead connected to the patient cable with the other system controller power lead connected to battery power. There were constant low speed advisory alarms with the speed hovering around 7500 rpm's the last events of the log file showed a low speed hazard with pump disconnected alarms once again.

Manufacturer narrative:
The referenced known internal driveline fracture was previously reported under medwatch MFR# (B)(4). Approximate age of device ¿ 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.